Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump had stopped during the night. The pt had power spikes and pi drops earlier in the week. The system controller was exchanged and his power spikes returned to normal. The night the pump stopped, the pump power had spiked again. Waveforms were downloaded and there were no anomalies found. An echo was performed as well, and everything "looked okay" except for some extra fluid which the hospital staff was working on removing. There were no signs of hemolysis or other abnormal labs. A decision was made to exchange the pump. The pump was exchanged and the pt remains ongoing on the new lvad.